Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the plunger was missing the stopper and was loose in the syringe 20ml ll syringe only mx bun. The following information was provided by the initial reporter, translated from spanish to english: "syringe that doesn't have the component that avoids the plunger for getting out of the syringe's body. Possible batches affected are 9289870, 9289871, and 9289869."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the plunger was missing the stopper and was loose in the syringe 20ml ll syringe only mx bun. The following information was provided by the initial reporter, translated from (B)(6) to english: "syringe that doesn't have the component that avoids the plunger for getting out of the syringe's body. Possible batches affected are 9289870, 9289871, and 9289869."